Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the pump had motor service due' alarm, and the reported issue was confirmed. Visual and functional testing was performed. The probable cause of the reported problem motor odometer 12026573. The motor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. All functional test of the device passed after repaired.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a motor service due' alarm. The event occurred during testing.